Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: a review of the device history record was completed for batch# 7228561. All inspections and challenges were performed per the applicable operations qc specifications. Customer returned a photo of a loose 1/2cc bd safetyglide syringe. Customer states that part of the barrel of the syringe is missing in the distal part, the missing piece was not found in the blister. The attached photo was examined and exhibited part of the barrel broken off approximately ranging from the 0-15 unit markings. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd safetyglide¿ insulin syringe with attached needle, part of the barrel of the syringe is missing in the distal part. There was no report of exposure, serious injury or medical intervention.